Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) helix/lobe distorted/bent, and blood noted on helix; full lead returned and analyzed.

Event description:
It was reported that during the implant attempt, the helix was difficult to advance, with over 30 rotations needed in order to advance. The physician drew out the lead and broke it when checking it. The lead was not used. No patient complications have been reported as a result of this event.